Event description:
It was reported that as lvp 20d 2ss cv drip rate was running fast. The following information was provided by the initial reporter: material no.: 2420-0007 lot no.: 20057059 it was reported the medication was hung as a secondary and it was noted the drip rate was running fast. Verbatim: rn (B)(6) as a secondary and noted drip rate was running fast. Rn asked another rn to visualize and they both agreed that IV medication was started and hung correctly but drip rate was extremely fast (not 200ml/hr as ordered). IV medication stopped and patient's PICC was flushed easily. Possibly medication could have been back priming in to carrier fluid bag, but unable to be sure. What was the date and time of event? (B)(6) 2020 @1250. What facility did this occur at? (B)(6) hospital. Did this event occur during patient use? Yes. Are you able to provide serial numbers of the devices involved? Pcu sn# (B)(6), lvp sn# (B)(6). Are you able to send the devices in for investigation? Yes. Are you able to send the tubing involved for investigation? Yes. Medication involved: normal saline and vancomycin. Size of container: vancomycin 200ml, ns carrier 1000 ml. Harm: no detectable harm.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-25. H6: investigation summary: one sample was returned for investigation. The customer¿s reported complaint of a pump infusing vancomycin too fast was not confirmed during a review of the logs or during testing of the source device. However, a check valve failure identified during administration set testing appears to be the cause of the reported incident. A quality memo has been sent to the supplier regarding check valve, p/n 630110, to the supplier for further investigation. A device history record review for model 2420-0007 lot number 20057059 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h.10.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d 2ss cv drip rate was running fast. The following information was provided by the initial reporter: material no.: 2420-0007 lot no.: 20057059 it was reported the medication was hung as a secondary and it was noted the drip rate was running fast. (B)(6): rn hung vancomycin as a secondary and noted drip rate was running fast. Rn asked another rn to visualize and they both agreed that IV medication was started and hung correctly but drip rate was extremely fast (not 200ml/hr as ordered). IV medication stopped and patient's PICC was flushed easily. Possibly medication could have been back priming in to carrier fluid bag, but unable to be sure. What was the date and time of event? (B)(6) 2020 @1250 what facility did this occur at? Pvh did this event occur during patient use? Yes are you able to provide serial numbers of the devices involved? Pcu sn# (B)(4), lvp sn# (B)(4). Are you able to send the devices in for investigation? Yes are you able to send the tubing involved for investigation? Yes medication involved: normal saline and vancomycin size of container: vancomycin 200ml, ns carrier 1000 ml harm: no detectable harm